Event description:
It was reported that the electrode had a smell of smoke like perhaps something electrical is overheating inside the unit.

Event description:
It was reported that the electrode had a smell of smoke like perhaps something electrical is overheating inside the unit.

Manufacturer narrative:
Rfg-4-120vh, sn: (B)(6). The returned generator was analyzed and visual inspection passed. No major damage or major scratches. Touch screen display is good. Connectors are good, footswitch connector is good. The field failure was not confirmed.